Event description:
It was reported that upon interrogation, the atrial lead exhibited p wave amplitude variation and loss of capture. Fluoroscopy confirmed that the atrial lead had dislodged into the right ventricle. The lead was repositioned on (B)(6) 2019 into the right atrial appendage area. There were no complications and the patent was stable before, during, and after the procedure. The patient was checked the next morning prior to discharge on (B)(6) 2019. X-ray and device interrogation confirmed lead dislodgement. The lead was explanted and replaced. There were no negative patient consequences.

Manufacturer narrative:
A complete lead was returned in two pieces measuring 6.8 cm and 39.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.